Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was the only part returned and the delivery wire was not attached to it. Visual and microscopic analysis of the returned device found that the main coil was kinked and broken from the delivery wire. Additional information received indicated that the device was confirmed to be in good condition and the patient¿s anatomy was tortuous. Based on the information available it is likely that the coil became damaged during use limiting its performance during the clinical procedure. An assignable cause of operational context was assigned to the break observed during analysis.

Event description:
Analysis of the returned device revealed that the main coil was broken. There were no reported clinical consequences to the patient.